Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) ((B)(4)) alleging that her son¿s onetouch ultra test strips were found loose in the cardboard box when she purchased them. The customer care advocate (cca) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The reporter claimed the alleged issue began approximately 4 days prior to contacting lfs for assistance. The patient/reporter obtained the onetouch ultra test strips from the local pharmacy and some of the test strips were loose in the box, it is not known how many test strips were used that were packaged incorrectly. The patient manages his diabetes with an unknown type/dose of insulin and is a self-adjuster. It is not known if he took any action regarding his normal routine in response to a false reading(s). The reporter did not allege any inaccurate high readings obtained with the subject device. The reporter claimed that due to the alleged packaging issue, the patient developed low sugar symptoms of ¿dizziness and shaking¿ approximately 2 days later at approximately 5am. The patient was tested using the subject device and a reading of ¿1.8 or 1.9 mmol/l¿ was obtained with the subject device. It is not known if the affected test strips were used at this time. The patient was given food and juice by his mother immediately afterwards. No other device was used for testing. The subject test strips were replaced. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.